Event description:
During the beginning of a routine hemodialysis treatment, it was reported that the operator experienced arterial air alarms. The operator repositioned the arterial access and was still unable to recover from the arterial air alarms. Treatment was terminated without rinseback, which resulted an estimated 60cc blood loss. No med intervention was reported.